Event description:
Pt had an intramedullary nailing of the hip on (B)(6) 2012. The initial post-operative x-rays were within normal limits. Six weeks post-op, x-rays revealed that the helical blade appeared to be sliding down. Later post-operative x-rays show that the helical blade had protruded through the femur head and into the acetabulum. Revision surgery took place (B)(6) 2012. The nail was removed and a total hip procedure was then performed. This is report #1 of 2 for the same event.

Manufacturer narrative:
Part was received with minor marks and thread damage from implantation and removal. Dimensions that could be measured were found to meet specifications. Material was verified as tialb with niton 06. This could occur for several reasons, such as poor bone quality, inadequate placement of the blade, or poor fracture reduction. Follow-up x-rays are normally reviewed and if there is an onset of migration action should be taken to correct the situation. There is no evidence that this complaint is design related and it is not possible to determine the root cause of this complaint.

Manufacturer narrative:
A review of synthes' device history records for manufacturing revealed no complaint related issues. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device is used for treatment, not diagnosis.